Event description:
Procedure: sigmoid vaginal fistula repair and sigmoidectomy for diverticular disease. According to the reporter: the anterior tissue along the center curve of the staple line was torn right on the lateral staple line approximately 2cm in length. Re-stapled the transection with the contour green without a tear in the staple line. The transection line was redone using the contour stapler approximately 2 cm lower in the pelvis to get a clean staple line.

Manufacturer narrative:
(B)(4).